Event description:
Customer reported experiencing battery draining. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and the case was closed by technical support.